Event description:
The customer reported an elevated thyroid-stimulating hormone (tsh) result, above normal clinical range, for one patient, involving unicel dxi 600 access immunoassay system. Subsequent testing produced a result within clinical range. The elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2010. The fse performed high sensitivity (hs) system check and carryover test, which were within system specifications. The fse verified and adjusted the reagent pipettor alignments. No system issues were noted. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.